Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (monitor won't power on and damaged monitor case) was confirmed. Upon investigation, the patient's monitor displayed a service code 202 and the monitor was unable to fully power on. The cause for the service code 202 was a defective discharged backup battery which caused the monitor to shut down and the patient parameters to become corrupted, preventing the monitor from completing detect and treat testing. Additionally, the monitor's electrode belt connector was broken free from the monitor enclosure, and the electrode belt receptacle guide pins were missing. The root cause for the defective discharged back-up battery was aging of the battery. The root cause for the damaged connector was excessive force. The device is designed to meet (B)(4) mechanical requirements. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the monitor would not power on properly.